Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The device was visually inspected and functionally tested. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 17:12:48. During night drain cycle 28, the patient's ultrafiltration reading was 305ml, indicating the home patient (hp) drained 305ml more than their maximum programmed fill volume of 500ml. No additional information is available.